Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that shortly after the patient's aortic valve replacement procedure, this atrial lead exhibited no sensing, low p-waves, and increased thresholds. It was suspected that the lead had been bumped and dislodged during the valve replacement procedure. The atrial outputs were increased and the lead remains implanted. The patient was to be monitored closely. No adverse patient effects reported.